Event description:
\[redacted]"--- When replacing the aortic valve, the first tissue valve was not functioning properly. It was discovered on TEE \[transesophageal echocardiogram]" when trying to come off bypass. Decided by MD to replace the valve. Procedure required more time on bypass. Second valve worked properly.